Manufacturer narrative:
The autopulse platform ((B)(4)) was returned to the manufacturer for evaluation on 11/13/2015. Investigation results are as follows: visual inspection of the returned platform was performed and the battery lock was observed to be bent. Please note that the physical damages observed during visual inspection are unrelated to the customer's reported complaint. A review of the platform's archive was performed and multiple user advisory (ua) 2 (compression tracking error) messages were observed on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. Functional evaluation of the returned autopulse platform was initiated however, the platform kept displaying a user advisory (ua) 12 (lifeband not present) message intermittently. Further inspection identified that the switch arm was not in the parallel position. The switch arm was adjusted back to the parallel position to remedy the fault. The platform was then run using a test mannequin for 15 minutes and a large resuscitation test fixture for approximately 30 minutes and no other faults or errors were found. The customer's reported complaint of the platform displaying a user advisory (ua) 02 message was not duplicated. Load cell characterization testing was also performed and both load cells were found to function properly. Based on the investigation the part identified for replacement was the battery lock. In summary, the customer's reported complaint was confirmed during review of the archive, however it was unable to be replicated during functional testing. A ua 2 may indicate a false take up. False take up means that pressure was applied to the load cell(s) before "take up" was completed causing slack to be present on the lifeband. The platform will attempt to perform a compression but no increase in pressure will be detected as the driveshaft rotates. A ua 2 message prompts the user to "align patient and pull up on lifeband". There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported error codes 02 messages. Therefore, a root cause for the reported complaint could not be determined. The physical damages found during visual inspection can occur as the autopulse is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of the part identified for replacement, the platform successfully passed all final functional testing.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 2 (compression tracking error) message upon power up. There was no report of any patient involvement. No additional details were provided.